Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
The patient was having increased spasticity. A dye study and x-rays were done. The catheter had a break in the distal segment. The catheter was replaced. The patient status was reported as ¿alive-no injury¿. The device system was delivering compounded baclofen. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.